Manufacturer narrative:
The reported events were lead dislodgement and low pacing impedance. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The reported event of low pacing impedance was confirmed. Electrical testing was normal. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. While attempting the right atrial (ra) lead implant, it was noted that the right ventricular (rv) lead had dislodged. The rv lead was repositioned. It was then noted that the rv lead exhibited low pacing impedance. The lead was not used and a new lead was implanted. Patient was in stable condition.